Manufacturer narrative:
This device remains in possession of the explanting hospital. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this pacemaker was explanted due to exhibiting a high out of range pace impedance measurement. No additional adverse patient effects were reported.